Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in a mode switch and the noise was able to be reproduced through isometrics. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.